Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was myocardial infarction, coronary artery. The customer had renal failure, which started approximately five years ago and heart disease which started approximately three years ago. The customer's blood glucose, at the time of death, was 176 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was using sensors and was wearing one at the time of death. The caller stated that the battery had been removed from the insulin pump. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. No data was listed for the date of 08/10/2015 due to the insulin pump being received without a battery installed.